Event description:
Siemens was notified on (B)(6) 2012 that the head support on the zxt treatment table detached from the table and holder of the primus plus accelerator. Reportedly, the siemens customer service engineer installed the head support on (B)(6), 2012 to replace a prior detached head support. On (B)(6), the newly installed head support also detached from the treatment table. There are no reports of mistreatment or pt injury for this issue. Pt injury has previously occurred as result of a fall from the treatment table involving an issue with the head support. Therefore, this occurrence is being reported from a conservative standpoint. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4), 2012 and mailing this MDR on (B)(4), 2012. Investigation of the reported occurrence, and additional follow-up to this event will be submitted upon completion of the investigation.